Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a non-magnetic resonance imaging (MRI) conditional system that underwent an off-label MRI procedure. The ICD remains in service. No evidence of adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a non-magnetic resonance imaging (MRI) conditional system that underwent an off-label MRI procedure. The ICD remains in service. No evidence of adverse patient effects reported.

Manufacturer narrative:
Correction of impact codes h6 field. If information is provided in the future, a supplemental report will be issued.